Manufacturer narrative:
The report of an over infusion of fentanyl was not confirmed during the investigation. However, the alarms described as occurring at the time of the event were exhibited by door opened instances and check IV set alarms observed in the pcu event logs. Functional testing performed on the primary tubing set (model 2420-0007) showed no evidence of leaks or abnormalities. A timed rate accuracy test performed after calibration of the returned pump module s/n (B)(6) found the device in good working condition and delivering fluid within specification. The IV tubing silicone segment was measured for concentricity and was within specifications. There were no observations that would have contributed to the reported incident. Log analysis: review of the pcu event log identified an infusion of fentanyl medication programmed on 28 february 2020 at 9:59 pm at a rate of 2.5 ml/h with a vtbi of 99 ml. The device alarmed for door opened two times (10:28 pm & 10:29 pm). After the second door opened alarm, the device alarmed for check IV set two times (10:30 pm & 10:31 pm) the device was then channeled off by the user at 10:31:08 pm. The system was shut down completely at 10:39 pm. The multiple event alarms sounding during the reported incident can be attributed to the device door being opened and improper installation of the tubing set (check IV set alarm). A root cause of the reported over infusion was not determined. Device history: review of the pump module s/n 15407123 service history record showed a manufacture date of 11/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 04/21/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that multiple events with alarms and the device door being repeatedly opened had occurred. The nurse stated that the patient was started on a fentanyl drip at a rate of 25mcg/hour with a volume to be infused of 150ml. The medication infused in within approximately 31 minutes. Upon further investigation, there appears to be multiple events with alarms and the door being opened. The patient was intubated prior to the event and was not related to the fentanyl over infusion. There were no adverse effects caused to the patient. The following occurred: door opened alarm 10:28:32 pm infusion started. Safety clamp open/close door alarm 10:28:58 pm. Door closed alarm 10:29:01 pm. Infusion restarted 10:29:12 pm. Door opened alarm 10:29:49pm. Flow blocked alarm 10:30:32 pm. Flow blocked alarm 10:31:12 pm infusion stopped.

Manufacturer narrative:
Concomitant medical products-150ml braun bag, lot: j9n670, exp: 01/21, fentanyl in 0.9% sodium chloride. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that multiple events with alarms and the door being opened. The nurse stated that the patient was started on a fentanyl drip of 25mcg/hour. The medication infused in approximately 31 minutes. Upon further investigation, there appears to be multiple events with alarms and the door being opened. The patient was intubated. There was no patient harm. Alarms noted: door opened alarm 10:28:32 pm infusion started, safety clamp open/close door alarm 10:28:58 pm, door closed alarm 10:29:01 pm, infusion restarted 10:29:12 pm, door opened alarm 10:29:49pm, flow blocked alarm 10:30:32 pm, flow blocked alarm 10:31:12 pm infusion stopped.